Event description:
Patient underwent laparoscopy with conmed uterine manipulator in '08. Presented to clinic about 5 months later with pelvic pain, routine pelvic exam identified and removed a retained green plastic piece 2x3 cm from the v-care standard conmed uterine manipulator.